Event description:
It was reported that 333 days after implantation of a taxus express2 3.00 x 12mm drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending (lad) artery. A pre-intervention stenosis of 99% was reported. A 3.00x12mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. No information was received concerning vessel tortuosity or calcification. The patient received angiomax and heparin during the procedure. Post-procedure, the patient was placed on plavix, lipitor, metoprolol, and altace. Patient complications were reported as none. The patient presented 333 days after the initial procedure with chest pains, fatigue, weakness, and a 99% in-stent restenosis of the proximal lad. A cypher stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. Patient complications were reported as none.